Event description:
A im3st malfunctioned. The description is as follows: the blue oxygen cable was deliberately separated from its oxygen probe when the patient went to the operating room. Upon the patient's return to the intensive care unit, the blue cable did not "click" when reconnected to its oxygen probe and readings did not appear on the licox monitor although they had prior to transport of the patient to the operating room. A revision with a new probe was not done because the facility did not have an extra unit to use. Staff continued to monitor using other parameters. Patient outcome - unk.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.